Manufacturer narrative:
Pump received with detached end cap and cracked reservoir tube lip. Unable to perform displacement test due to detached end cap.

Event description:
Information received by medtronic indicated that the piece of bottom of insulin pump was fallen off. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.